Event description:
It was reported when the device was used during an unknown procedure, the metal part of the cartridge jaw detached and fell into the pt. The metal piece was retrieved. The case was completed without pt consequence.